Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. Moreover, nozzle unit was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
H3 other text : 4119.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer (fse). There was no patient involvement. The claimed issue was reproduced during troubleshooting. According to received information, with usage of the new nozzle units the values during pressure transducer test were closed to 65 h2ocm, however as the values were within tolerance - the device passed the test. After few weeks, the values exceed 65 h2ocm and device failed pressure transducer test. The issue was solved by adjusting the nozzle units. After passing the pre-use check, the device was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the manufacturer¿s specification the complete plastic nozzle unit must be replaced during preventive maintenance. The reported issue was confirmed in provided device's logs. The nozzle units were not replaced, but only adjusted, so they could not be returned for further investigation. In order to conduct further analysis of the case, more detailed information is required. The cause of the claimed issue in this customer product complaint has been traced to the nozzle units. A correction of fields # d4 serial#, # d4 unique identifier (UDI) # and # h6 health effect impact codes were required. D4 serial# - previous serial#: (B)(6), corrected serial#: (B)(6). D4 unique identifier (UDI) # - previous unique identifier (UDI) #: (B)(4), corrected unique identifier (UDI) #: (B)(4). H6 - health effect ¿ impact codes - previous health effect ¿ impact codes: no health consequences or impact 2199, corrected health effect ¿ impact codes: no patient involvement 2645.